Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure with a farawave catheter and faradrive sheath, the physician and scrub tech noted influx of bubbles when aspirating and flushing sheath. Sheath hub had loosened at handle allowing air. It was also noted that farawave stopcock was loose as well allowing air in as well. The devices were aspirated and flushed repeatedly, but ultimately, the sheath and catheter were replaced with new devices to finish procedure successfully. The catheter is expected to be returned for analysis.

Manufacturer narrative:
The farawave catheter was returned to boston scientific for analysis. Upon receipt at our post market quality assurance laboratory the catheter underwent visual inspection, functional testing, and flow testing. No outer abnormalities or visible air/bubbles were observed. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. Flushing through the irrigation port was tested. No obstruction was observed, and the irrigation was functional in all deployment states. The farawave catheter was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported clinical observations were not confirmed by the analysis results.

Event description:
It was reported that during a procedure with a farawave catheter and faradrive sheath, the physician and scrub tech noted influx of bubbles when aspirating and flushing sheath. Sheath hub had loosened at handle allowing air. It was also noted that farawave stopcock was loose as well allowing air in as well. The devices were aspirated and flushed repeatedly, but ultimately, the sheath and catheter were replaced with new devices to finish procedure successfully. The catheter is expected to be returned for analysis.